Event description:
Reportedly, the instrument head did not tilt after firing the instrument. The instrument had to be removed with force which tore the anastomosis. An ileostomy had to be performed due to the lack of tissue.